Event description:
Pt had a single chamber ICD implanted at (B)(6) hosp on (B)(6) 2012 device medtronic d314vrg sn (B)(4) and subsequently developed a pocket infection. Pt readmitted to the hosp on (B)(6) 2012 to start IV antibiotics. Noted to have vegetation on ICD lead. Pt is a diabetic. Lead and ICD generator removed and jackson pratt drain placed per md.